Event description:
It was reported that the patient had her device removed in "late july/early august." The incision that was made to remove the device became infected. The patient stated that the infection was treated and had healed. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
The device was being used off-label. The therapy it was used for was code ezw--urinary. Product ID 7435, serial# (B)(4), implanted: 2006 (B)(6), product type programmer, patient product ID 3889-28, lot# j0424924v, implanted: 2004 (B)(4), product type lead, product ID 3889-28, lot# j0546512v, implanted: 2006 (B)(6), product type lead, product ID 3095-10, serial# (B)(4), implanted: 2006 (B)(6), product type extension, product ID 3095-10, serial# (B)(4), implanted: 2006 (B)(6), product type extension. (B)(4).